Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited signal under-sensing due to loss of contact with the tissue. No intervention was performed. The patient was stable.